Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving an alarm in less than 8hours after the low battery warning. The customer is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. The customer reported a loss of communication between the transmitter and the pump. The transmission serial number was not on the manage devices screen. The customer was assisted with pairing the transmitter. The translator blinked when attached to the sensor and began communicating. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The unit p-cap / test reservoir locked in place properly. The pump passed the self test and active current measurement test. The pump failed the sleep current measurement test. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Unable to generate power management graph due to no data. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. Battery out limit was found in history file on 07/07/2024 05:44:22.000. In summary, customer alleged battery power loss confirmed. Exposed to moisture confirmed. Charge/battery lasts less than expected confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.